Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported shocking sensation and that they followed up with their health care professional and that they also had impedance issues. Patient also reported that the device got replaced in december. No further complications were noted or anticipated.